Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redu0336 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the accucath needle would not retract after insertion. It was stated that even once removed from the patient on a successful attempt the needle would not come back into the housing.